Event description:
It was reported that the external pulse generator failed its demand mode testing. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper and lower cases were broken, and the battery contacts were compressed. (B)(4).